Event description:
It was reported that during a stent placement procedure via bilateral common iliac arteries, the rear clip allegedly missing, allowing the deployment mechanism to travel out of the handle. It was further reported that the stent could not be deployed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation, and the stent was still loaded in the delivery system. The delivery system was found detached from proximal end of the handgrip at the level of the conversion tab; the conversion tab was missing. The trigger mechanism was found activated and the slider had been moved proximally, and the inner catheter was protruding. During testing on the bench, the stent could be deployed by retraction and pulling. It is considered that the detachment of the delivery system led to the eventual failure to deploy the stent using the trigger which leads to confirmed results. Based on the information available and the evaluation of the returned sample, the investigation is closed with confirmed result for missing component respectively detachment of the conversion tab. Failure to deploy is considered to be a consequence of this issue. A definite root cause of the reported issue cannot be identified. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding general warning, the instruction for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit" and "visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding accessories, the instruction for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.